Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a motor error alarm during rewind. Blood glucose level at the time of the incident was 180 mg/dl. Caller reported the customer having a blood glucose level of 342 mg/dl the night before the call, and 362 mg/dl the morning of the call. Customer's mother also reported that a button error alarm occurred several months prior to the call. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
No button error alarm was noted. However, the pump had intermittent button response due to moisture damage on the keypad traces. The pump gave a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the off no power, unexpected restart, occlusion, prime, no delivery, displacement or self tests, or verify the no delivery alarm due to the motor error alarm. The pump passed the idle current test and run current test. The pump had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.